Event description:
It was reported that during implant procedure, unacceptable threshold was observed even after repositioning. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.